Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that they alleging possible insulin pump under delivery. The customer¿s blood glucose level was 10.7 mmol/l at the time of the incident and current blood glucose value was 19 mmol/l. Customer reported that they experienced high blood glucose. Customer reported that the reasons of customer alleges insulin pump was under delivering blood glucose remain high after a bolus. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement accuracy test and displacement test. No bolus delivery anomaly noted during testing. Device functioning properly.